Event description:
New information became available that this lead was surgically abandoned as a result of the clinical observations.

Manufacturer narrative:
Boston scientific technical services suggested replacing the leads, however at the explant procedure both leads were reused.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead had exhibited insulation damage, and when removed from the device header a separation was noted near the terminal pin of the lead on both the ra and rv leads.